Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Device info is unknown.

Event description:
Related manufacturer report number: 3006705815-2021-02653. It was reported the patient's leads had impedance issues. As a result, the patient underwent surgical intervention during which the system was explanted and replaced.

Event description:
Additional information received indicates that the patient had lost therapy prior, and reprogramming was performed. Effective therapy was established post-operatively.